Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubie were not detected on bus. A field service engineer (fse) found auxiliary half height drawers 2 showed disconnected; the unit was powered off, row board connectors were reseated for drawer 2, hardware test application passed, and the customer completed inventory of medication in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer and cubie not detected on bus. The issue continued to fail even after recovery attempts. The unit failed to lock and also failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.